Event description:
It was reported that there was high impedance and high threshold observed on the lead in the atrium. The lead remains in use and will be reviewed again in a number of months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.